Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (90% stenosis, moderate calcification, excessive tortuosity). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusion: inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (90% stenosis, moderate calcification, excessive tortuosity). Unable to confirm complaint (device or procedural images not provided for review). Device not returned -no evaluation will be performed. (B)(4).

Manufacturer narrative:
Results: deformation problem (stent), operational problem (lesion was 90% stenosed with moderate calcification and excessive tortuosity. Resistance encountered when advancing).

Event description:
Device evaluation: the distal tip was flared. The 9th distal segment had raised and deformed struts.

Event description:
An endeavor resolute drug-eluting was being used to treat the lad. The device was removed from packaging, inspected and prepped prior to use with no issues noted. The lesion was 90% stenosed with moderate calcification and excessive tortuosity. Pre-dilatation of the lad was performed (5 times up to 22 atms). Resistance was encountered when advancing the device but excessive force was not used. The device was unable to cross the lesion due to calcification and tortuosity. On removal of the device it was noted that the stent struts were damaged. There was no patient injury. Physician indicated that the event was due to use of the device in a difficult lesion morphology/anatomy and not related to the device. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.